Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 using rhbmp-2/acs. Post operatively, the patient suffered significant pain in the area of the fusion surgery and extremities. Reportedly, the patient received significant medical treatment. The patient never recovered from the surgery and continues to suffer from daily, disabling pain that prevents the patient from performing many basic activities.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.